Event description:
Patient was revised to address pain and metallosis. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left side). Litigation papers received. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update (B)(4) 2013- pfs and medical records received from legal. Pfs alleges that the patient suffers from pain, noise, metallosis, soft tissue damage, fluid, and trochanteric bursitis. There is no new additional information that would affect the investigation. Update rec'd (B)(4) 2013- records (images) were received for the patient's eye. The images are available on the l drive. The complaint was updated on: (B)(4) 2013. Update - cd x-rays rec'd (B)(4) 2014 and placed in file. These x-rays may pertain to (B)(4). Update rec'd (B)(4) 2014- medical records received- hip/pelvis radiology reports. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2014 - the records received were ear and eye records. There is no need to reopen the complaint for unrelated complaint records. Records are available on the l drive if further review is needed. Update (B)(4) 2014 - digital x-rays received and attached to complaint. X-rays may pertain to (B)(4). Update (B)(4) 2014- records received were for vaccination, gynecology, and billing, unrelated to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2013- pfs and medical records received. After review of the medical records corrosion was noted on the stem so the stem is now being reported. The cup was also slightly over-anteverted, but the cup wasn¿t removed. Metallosis was confirmed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records and x-ray(s) were obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.